Event description:
Received information regarding a cartridge alarm 1. There was no reported impact to customer's blood glucose level. Customer changed the cartridge and infusion set after receiving the error.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.